Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The abstract for literature article entitled, "cemented attune fixed-bearing modular posterior-stabilized knee arthroplasty has an unexpectedly high rate of revision" written by paul f. Lachiewicz, tyler j. Vovs, john r. Steele, and samuel s. Wellman published by orthopaedic proceedings was reviewed. The abstract indicates 17 attune tibial components were revised for loosening. Interface is unknown and cement manufacturer is not identified. Depuy product: attune tibial tray. Adverse event: revision for tibial tray loosening (interface unknown).